Manufacturer narrative:
Findings: unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Low battery alarm was confirmed in the history file and then power error 25 was triggered when backup battery unloaded voltage (ul vlith) was less than 3.7v for 4 consecutive hours due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6 / pcba 1, pump was monitored and functioned properly. Unit received with minor scratches on case, cracked select button keypad overlay and minor scratches on lcd window. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that according to the customer's parent, the insulin pump alarmed power error alarm again within 4 hours. The customer's blood glucose level was 5.6 mmol/l at the time of the incident. It was indicated that the customer's father did not have the insulin pump and alarm history check could not be performed. There was no indication of troubleshooting or the issue being resolved during the call. It was also indicated that the insulin pump will be replaced. The insulin pump will be returned for analysis.